Manufacturer narrative:
The valve was patent. The valve failed leak testing due to two large tears and four smaller cuts on the delta chamber. Although the valve passed patency testing all further testing was precluded as the water was exiting the valve thorough the tears during testing. It is unknown how or when the damage occurred. The returned catheters had no noted cuts/tears or occlusions. The instructions for use that accompanies the valves caution that care should be taken in handling the valves as silicone has a low cut and tear assistance. A review of the manufacturing records showed no anomalies. All of four products are 100% tested at the time of manufacture.

Event description:
It was reported that there was bloody liquid flowing from the distal catheter and there was also bloody liquid in the end of the valve.